Event description:
The customer reported that this intellivue mp5 monitor suffered a fall, and as a result of the drop, the monitor was defective. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that this intellivue mp5 monitor suffered a fall, and as a result of the drop, the monitor was defective. No pt harm was reported. Regarding the fall, no mention of a defective mounting solutions, or any other mechanical defect contributing to the drop, was reported. It was not reported that this was an unexpected drop. Philips does not have enough info to determine if it was a user related drop or not. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.